Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set tubing detachment event on (B)(6) 2025 while it was still connected to the cannula housing. The site of detachment was tubing's prongs. The infusion set was in use for about 5 hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.